Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 869-021, 510k# k040962 and upn# (B)(4) is approved for market use. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis :rod breakage it was reported that the patient underwent a posterior thoracolumbar-sacral correction fusion surgery at t10-s2 ai using rods. Post-op, the rods broke at both the sides of l3/l4. The rods were removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.